Event description:
It was reported that the customer reported was hospitalized due to diabetes ketoacidosis and high blood glucose of 400mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer was inserting the infusion set manually, but she was not pinching up the skin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.